Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had therapy exhaustion with four diverted shocks. The patient was said to be doing well. Additional information was received from the field representative who confirmed that the device was evaluated and was working appropriately. It was also identified that the shocks which caused the therapy exhaustion was due to atrial fibrillation (af), and that a defibrillation threshold (dft) test was performed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information obtained from the field which indicated that the device was explanted for normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.